Event description:
In 2007, the physician implanted a gore-tex vascular graft for arteriovenous access in the left upper arm. Approximately four weeks later, the pt was displaying pain, weakness and numbness in her left hand. The pt requested that the physician electively removed the device. The device was explanted the next month. Two weeks later, the pt returned due to pain and numbness in her left hand. The physician prescribed the pt pain meds. Several weeks later, the pt returned due to swelling, numbness, pain and weakness in her left hand. The physician referred the pt to a neurologist for an electromyology nerve test. The pt will follow up with the physician in the next two months. Physician's indicated that the pt is a good candidate for renal transplant.